Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production code/lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00551 and 3013394970-2017-00552. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The following event was reported in vascular and endovascular surgery 2016, vol. 50(8) 541-546. The patient had a history of hypertension, hyperlipidemia, coronary artery disease, stable angina, and evidence of ischemia on a stress test underwent percutaneous coronary intervention via right femoral access. Prior to angio-seal deployment, the right cfa was angiographically normal. Hemostasis was obtained with angio-seal. One week following the procedure, she developed right lower extremity claudication but did not seek medical attention. Seven weeks later, she presented to her cardiologist with chest pain and was referred for urgent coronary angiography to rule out potential stent thrombosis. When she presented to the catheterization laboratory, she reported new right leg claudication symptoms. Left cfa access was obtained, and cardiac catheterization was performed, which revealed patent stents with no significant change compared to her prior angiography. Then right lower extremity angiography was performed, which demonstrated a focal obstructive linear lesion at the prior access site. A 7 mm spiderfx filter was advanced to the right sfas for embolic protection. A turbohawk atherectomy catheter was advanced to the proximal edge of the right cfa lesion. The lesion was initially treated with 5 passes of the atherectomy device. Then a 6.0 x 20 mm balloon was advanced across the lesion and inflated to 8 atm. There was a good angiographic result with small residual plaque remaining at the treatment site. Her claudication symptoms completely resolved, and she was symptomatic at follow-up in 32 months.